Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device analysis: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed as adhesive failure. Additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.